Manufacturer narrative:
Investigation summary: material #: 367957, lot/batch #: 1090269, bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for oil gel globules and gel smearing was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for oil gel globules and gel smearing was not observed. There were no difficulties encountered during blood collection and all retained tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure mode, gel globules, because the defect was not evident in the testing of the retained lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules and gel smearing based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes experiencing gel globules after centrifugation. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: ¿they are experiencing gel globules after centrifugation on which hampers the turn around time of the chemistry dept.¿